Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 498 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.